Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that immediately after implant of this cardiac resynchronization therapy defibrillator (crt-d), oversensing of an artifact was observed on the right ventricular (rv) pace/sense channel that was consistent with air bubbles. Tachycardia therapy was programmed off. The device was checked the following day and the air bubbles were noted to have dissipated. No adverse patient effects were reported. This product remains implanted and in service.